Manufacturer narrative:
The cartrdige has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that they were having multiple loss of prime issues with the cartridge and the patient had a blood glucose (bg) of 434 mg/dl due loss of prime and to not putting the pump back on after disconnecting due to a previously reported low bg. Symptoms of dehydration and extreme thirst were reported. This complaint is being reported as the patient experienced hyperglycemia and the loss of prime issue was not resolved.